Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor position on the programmer display did not align with the stylus. It was also reported that the programmer was unable to detect the universal serial bus (usb). It was further reported that the programmer was unable to program certain implantable devices. There was no patient involvement.